Event description:
It was reported by the patient that the last visit they had, the technician mentioned that there was a problem with the device. The device remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.